Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and that the insulin pump was no longer working. The customer's blood glucose was 252 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm but acknowledged that she may have been laying on the insulin pump. The customer also was unable to remove the battery cap with a quarter or large screwdriver. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and stripped battery cap coin slot.